Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional; no smoking issues were noted during the analysis. The device was disassembled to inspect internal components and corrosion was found at the max hand activation dome. The corrosion in the max dome is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. It is possible that the smoke reported was generated by the sealing of the tissue in contact with fluids.

Event description:
It was reported that during an unknown procedure, black smoke was found after using fifteen minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.